Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the saw attachment device overheated and did not work in one position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). The contact office name/address has been updated accordingly to reflect the manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 3/6/2012. The UDI has been updated accordingly. The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. It was determined that the unit passed all pre-test diagnostic assessment. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the device made an excessive noise. During service/repair, it was observed that the internal sub-assembly¿s components and the ball bearings were corroded, and the positioning ring complete pin was worn. It was determined that the needle sleeve had a rough rotation. It was determined that the issues were consistent with normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.